Event description:
It was reported that the health care professional (hcp) requested review of a ventricular tachycardia (vt) event on this cardiac resynchronization therapy defibrillator (crt-d) that didn't deliver shock therapy. Technical services (ts) reviewed device data and determined that tachy therapy was programmed off at the time of the event and the device was operating as programmed. Ts noted there was an external shock delivered which converted the vt and the health care professional (hcp) found that the patient underwent a vt ablation that day. Ts also indicated that signal artifact monitor (sam) events 1 and 2 were recorded as a result of the ablation and will need to be re-enabled if the patient requires minute ventilation (mv). The sam episodes indicated the noise was oversensed which resulted in pacing inhibition. In addition, the pacing impedances were high out of range on the sam episodes. No adverse patient effects were reported. This crt-d remains in service.